Event description:
It was reported that high capture threshold was observed. Phrenic nerve stimulation was also noted. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.